Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to door not fully latched alarms, which were experienced during the evaluation. The force required to secure the door was above expected levels because the door hooks were out of adjustment. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump displayed a door not fully latched alarm when the door was closed. It was also reported there was no patient injury.